Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Product identifiers were not provided for eval a historical record review of the production lots identified though the treatment record review has been requested however, has not been completed. A supplemental report will be submitted upon completion of the investigation. Related mdrs: 1225714-2013-01236, 01237, 2937457-2014-00363, and 1713747-2014-00116.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product. Medical records reviewed: on (B)(6) 2012 the pt was in clinic for hemodialysis. After about 3 hrs of treatment, the pt reported right leg cramps, a bolus of normal saline solution was given, the pt became unresponsive, no pulse or respirations were observed, CPR was initiated, an electronic cardiac defibrillator was applied to the pt and no shock was indicated. The emergency response team was called, upon arrival the pt was intubated and transported to the hospital, where the pt expired.